Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inaproppriate shocks during svt. The patient was hospitalized and received additional medication. The condition of the patient was good.